Event description:
The customer was riding his scooter on his lawn and it "flipped over" on him, punctured a lung and he subsequently passed away. The accident was not witnessed by anyone, so it is uncertain what actually occurred. The sales rep had instructed and cautioned the customer about using the scooter in his yard. Most of the yard is gently rolling terrain, but there is a steep slope in one part and this is where the accident happened. The familiy of the deceased is not holding electric mobility in any way responsible for this event.